Manufacturer narrative:
The harmonic curved shears insert was returned with the clamp arm and curved blade broken off. Both broken components were returned with the insert. Engineering observed that the clamp arm attachment joints were bent on both sides and the clamp arm had a section of deformed teflon near the hinge. The curved blade was broken near the base and had a small chipped section at the break point. Visual evidence suggests that the components were subjected to excessive force, causing the clamp arm and curved blade to break off.

Event description:
It was reported that the harmonic curved shears insert broke and pieces fell inside of the patient. All broken pieces were retrieved and the procedure was completed with a replacement insert. No patient harm, adverse outcome or injury was reported.